Event description:
A customer called to get trained on how to properly calibrate his freestyle meter and reported that due to his meter being improperly calibrated he experienced an event of being seen at a local hosp for symptoms of hypoglycemia. He stated he "was out of his head, quoting the bible and talking to jesus". He reports being diagnosed with hypoglycemia and being treated with IV glucose, soft food and orange juice. There was no report of death or mistreatment in this case.

Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available.